Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration:') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), mood altered ("moody"), fatigue ("fatigue,") and headache ("headaches,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on 5-aug-2016. At the time of the report, the device breakage and device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, mood altered, fatigue, headache and hormone level abnormal had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood altered and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: other, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration:') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of my springs". The patient's medical history included thrombosis nos, acrosclerosis, adhd, ana positive, fibromyalgia, peripheral vascular disease, post concussion syndrome, raynaud's disease and menstruation abnormal. Concurrent conditions included pelvic pain. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 and oral contraceptive nos from 1997 to 2007 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin) and hydrocodone bitartrate;ibuprofen (vicoprofen). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue,"), headache ("headaches,") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal discharge and vulvovaginal pain outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, mood altered, fatigue, headache, hormone level abnormal and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Imaging procedure - on (B)(6) 2015: result: other, bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal), vaginal discharge and vaginal pain were added. Reporter and patient demography added. Medical history, lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration:') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one of my springs". The patient's medical history included thrombosis nos, acrosclerosis, adhd, ana positive, fibromyalgia, peripheral vascular disease, post concussion syndrome, raynaud's disease and menstruation abnormal. Concurrent conditions included pelvic pain. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 and oral contraceptive nos from 1997 to 2007 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin) and hydrocodone bitartrate;ibuprofen (vicoprofen). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue,"), headache ("headaches,") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal discharge and vulvovaginal pain outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, mood altered, fatigue, headache, hormone level abnormal and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: result: other, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration:') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), mood altered ("moody"), fatigue ("fatigue,") and headache ("headaches,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, mood altered, fatigue, headache and hormone level abnormal had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood altered and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: other, bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abdominal pain, genital bleeding, menorrhagia, dysmenorrhea (cramping),dyspareunia, device breakage, device dislocation, fatigue, headaches, hormonal changes and moody. Reporter, patient demographic, lab data and essure removal date added. Product indication updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.